Manufacturer narrative:
Manufacturers ref# (B)(4). After investigation the event for this pr# is no longer considered reportable. Summary of investigational findings: after removal from the patient the mandril could not be advanced through the coil for repositioning. Another coil from same lot was successfully placed. The coil was returned inside the transparent loading cartridge. Only a very little blood was to be found on the coil or inside the cartridge and the fibers on the coil appear evenly distributed. During investigation a delivery wire could be attached to the coil thread, but a blockage inside the coil prevented the advancement of the mandril. The blockage was identified as compressed fibers and after removal, the mandril could be advanced and the coil straightened as intended. Based on the information provided it is assumed that the coil had been loaded and advanced into the patient but disconnected from the delivery wire after removal. Therefore, it cannot be determined exactly how or when in time the inner lumen was blocked or why the coil and delivery wire were disconnected after removal. According to the instructions for use supplied with the device the delivery wire must not be withdrawn in case of difficulties during coil placement. Instead, the guiding catheter and the delivery wire with the coil must be removed simultaneously and the whole system replaced. There are adequate controls in place to ensure that the device was manufactured to specifications. It is assessed that because any discovered non-conformance's were properly dispositioned before final release, there is evidence that the device was manufactured in compliance with procedures and according to specifications. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 25jun2024: when the pda was performed, an imwce-3-pda5 (lot# e4238865) was initially placed, but since no reduction in blood flow was observed because the patient's blood vessel diameter was larger than expected, it was decided to exchange the size.

Manufacturer narrative:
Manufacturers ref# (B)(4). G4) PMA/510(k): k150964. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: when the pda was performed, an imwce-3-pda5 (lot# unknown) was initially placed, but since no reduction in blood flow was observed, it was decided to exchange the size. Imwce-5-pda5 (lot# e4242350) was connected to a delivery wire and placed in place. It was removed once from the patient body for repositioning. When attempting to connect the delivery wire and coil again, the mandrel of the delivery wire would not advance through the coil and the connection could not be made. The procedure was completed by using another imwce-5-pda5 (same lot# e4242350). Patient outcome: no adverse effect on the patient has been reported.